Manufacturer narrative:
The patient¿s age was reported to be 70¿s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Two potential causes of the peritonitis were reported as due to a leak in the tube of a solution bag during fill cycle and the nurse stated the patient has several cats which may have contributed to the fluid leak. It was reported that the patient continued with therapy after noticing the leak. One day after peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered. Pd therapy was ongoing. No additional information is available.